Manufacturer narrative:
Pentax medical latam sales responded to a good faith effort request via email from 21-jun-2023 to 28-jun-2023 that the procedure was interrupted. Because there wasn't another scope for the backup to complete the procedure. The patient did the procedure (colonoscopy) in another hospital days after. The patient's condition is fine, no injury or complicated situation occurred during the procedure. The scope used for the diagnosis for patient with constipation, 75 years old, anemia and fecal occult blood test. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported video image is flickering with image distortion and failure. No injuries were caused to the patient. Description of any actions taken: the equipment was forwarded to the closest repair center for evaluation. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary. Based on the investigation result data, it was determined that the potential/root cause of the failure was that the imaging cable was disconnected due to localized loads acting on it. A bending load due to bending can be considered as a cause of disconnection. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 17-jun-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 17-jun-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.